Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported a screw loosening (iunihg). Screw was replaced with another one.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The certain® gold-tite® hexed screw (iunihg) was misplaced in transit. Misplaced product is being addressed and mitigated per CAPA 5347. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and was used for an unknown period of time prior to loosening. The customer has not provided additional pictures or x-ray images of the loosening screw. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/ hhe/d/ie/product holds for the reported product. June post market trending was reviewed and there were no negative trends or corrective actions for the reported event (loosening) or product (iunihg). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive root cause for the event could not be determined.